Event description:
It was reported that during a knee capsule repair surgery the suture did not tighten. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed due to the reported failure being unable to be replicated due to not receiving all components. One unpackaged ar-1938ps-1 suture anchor, peek suture tak was received for investigation. Visual evaluation of the returned device noted that the sutures and anchor were no longer assembled to the driver and not returned for investigation. Functional testing was not performed due to the missing components. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the reported failure can be attributed to improper suture orientation. The surgical technique for knee capsule repair outlines the proper steps in steps 6 through 11 on pages 3 & 4.